Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital. Upon examining some electrograms, it was noted the implantable cardioverter-defibrillator exhibited right ventricular oversensing. Programming changes were made. The oversensing was unable to be reproduced after the changes. The patient was stable.

Event description:
Additional information received noted that the patient presented remotely via merlin.net on (B)(6) 2020. Investigation on the remote transmission noted right ventricular oversensing on the implantable cardioverter-defibrillator. Programming changes were recommended. The patient was stable before, during, and after.